Event description:
Biliary catheter system was opened. When removed from package it was noted that the tube was flattened by the holes in the drain. Physician was concerned that the fluid would not drain out due to the tube being flattened. A new tube was inserted. Defective tube never reached pt.